Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 466 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. It was known that customer had experienced symptom related with high blood glucose level including dry mouth. Customer was treated with insulin pump and manual injection or insulin pen. Customer alleged that insulin pump was under delivering because they had high blood glucose level all day. Customer stated that kinks, bends, or multiple large bubbles were not present along the tubing length. Insulin exited during troubleshooting. The insulin vial was not exposed to extreme temperatures, expired, or looks cloudy. The cannula was not bent and no leaks were presented. Insulin pump had passed displacement verification test. The insulin pump will not be returned for analysis.